Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error and the alert persisted after a restart, for which a replacement ilet and replacement supplies were provided along with troubleshooting and education. Symptoms included hyperglycemia. Outcomes included the need for subcutaneous insulin via manual injections and use of cgm through a compatible app or receiver, without hospitalization or professional medical intervention. Investigation included device history and complaint record review as well as customer communication and instructions on shutdown and data handling. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.